Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was noted to be kinked at the shaft and the tip and was replaced. Damage was noted to the shaft and tip as well. Blood was noted in the balloon. The valve on the sheath broke as well. The balloon catheter and sheath were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 54301 was returned and analyzed. Visual inspection of the balloon catheter showed traces of blood inside the catheter and the coaxial connector. Smart chip verification indicated the catheter was used for nine injections. The balloon catheter failed the performance test due to triggering system notice #50005 (the safety system has detected fluid in the catheter and stopped the injection). Further dissection showed traces of the dried blood inside the handle. Pressure testing revealed that the guide wire lumen was kinked, twisted and breached at 1.25 inches from the tip. In conclusion, reported balloon breach and visible blood were confirmed. The balloon catheter failed the returned product inspection due to the guide wire lumen breach and kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.